Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the system would not make it through testing and resulted in unreported error codes. The handpiece was replaced to start the laparoscopic cholecystectomy case and it was completed with no pt consequence.